Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the breach in aseptic technique was reported to be due to a lack of sterile technique; further described as the patient had disconnected from the pd therapy session and reconnected to the same supplies hours later. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). One week after being admitted to the hospital, the patient was discharged home. At the time of this report, the patient was recovered from the peritonitis. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. No additional information is available.